Event description:
It was reported when the device was used during a low anterior resection procedure, the staples were open and not "b" formed. The case was completed using sutures and with a competitor's device. Consequently, the or time was extended by an hour. There were no other pt consequences.